Manufacturer narrative:
Combination product: yes.

Event description:
Reportedly, during a box change on (B)(6) 2026, all measurements, including coil impedance, were correct. After connecting the new device the stimulation impedance was out of range, 3000 ohms. It was decided to implant a new lead. This lead was left disconnected and inactive.